Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement in which a shapematch cutting guide was utilized. As a result of the use of the shapematch the patient allegedly sustained an injury.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement in which a shapematch cutting guide was utilized. As a result of the use of the shapematch the patient allegedly sustained an injury.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding injuries involving a unknown knee reconstructive product was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.